Event description:
It was reported that while using a bd maxzero¿ needleless connector, blood backflow was seen in the connector upon removal. The following information was provided by the initial reporter, translated from german to english: connector removed while discharging the patient from the hospital. While removing it was noticed that the connector was full of blood. My colleague and I found the connector at another patient, the connector was full of blood.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz1000 sample, three 03501412321h samples and three bd venflon prosafety catheters were received for investigation. The maxzero component was received without packaging and had residual blood present in the device. The connecting products were received in sealed packaging. The feedback provided by the customer indicates blood was found in maxzero component after the patient had received their treatment. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The sample was subjected to pressure testing through the male luer of the component; no leakage was observed from the maxzero which may have contributed to the back flow. Additionally functional testing of the sample did not identify any potential issues which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. Please note that under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure or if the patients arm is extended and is hanging below the patients heart. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.